Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The insufflator switches off when set to high flow (it insufflates twice, then shuts down, emits an alarm sound, and the display turns off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, additional information to b5 and a correction to g2. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm as the event was found during inspection for use.